Manufacturer narrative:
(B)(4). The instrument (part # mcl34) was returned for evaluation. Mxi analysis indicated when using the instrument the jaws are crossing and the active part of the electrode is going inside the tube. The stopper of the instrument is missing and is responsible for the deficiency. No issue has been detected at the stopper screw thread level. The stopper was not touched during the last repair and it is unlikely that the instrument would have been returned from repair without stopper. Therefore root cause for the absence of the stopper cannot be determined. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
It was reported that the surgeon had issues with the bipolar handle (part # mcl34). The insert was difficult to move out and the jaws are crossing. There was no reported patient impact.